Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck at the startup splash screen. They also reported it happened right after relocating the cns to another area. No patient harm or injury was reported. Investigation summary: it was indicated that the customer rebooted the cns several times without properly allowing the device to shut down. The customer swapped the hdds to resolve the issue. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, the most probable cause of the issue is improper shutdown of the device. Improper shutdown of the device may cause corruption of the software and failure of the hdd.

Event description:
The customer reported that the central nurse's station (cns) was stuck at the startup splash screen.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stuck at the start up splash screen. The customer also reported that this happened right after they relocating the cns to another area on the floor. No harm or injury was reported. They will be replacing the cns hdd in order to mitigate the mater. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is stuck at the start up splash screen.